Manufacturer narrative:
Insulin pump was received with stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform occlusion test, excessive no delivery test or dat test due to motor error alarm. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit was received with broken battery tube threads, corroded battery tube, cracked belt clip slot at battery tube threads area, partially broken reservoir tube lip, cracked case at display window corner, cracked lcd window, minor scratched lcd window, stained end cap sticker and stained address/serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer was hospitalized 2 times. They had episodes of seizure and went to the intensive care unit. Their first hospitalization was from (B)(6) 2017 to (B)(6) 2017. Their second hospitalization was on (B)(6) 2017 to (B)(6) 2017. On the day of hospitalization, the customer had a high blood glucose of 200 mg/dl. They corrected the blood glucose with the insulin pump but after 30 minutes, they passed out and was taken to the hospital. The device had passed the displacement test as well as the fixed prime of 5 units. No further details were given. The device will be returned for analysis.